Event description:
On (B)(6) 2023, an 89-year-old female patient underwent a standalone video-assisted thoracoscopic surgical left atrial appendage (laa) exclusion. Surgeon made his initial pericardiotomy posterior to the phrenic nerve. However, the laa was much more anterior, so another pericardiotomy anterior to the phrenic nerve was made. Surgeon had good visualization of the laa and its base. As surgeon was maneuvering the prov50 clip around the laa bright red blood was observed. Surgeon deployed the clip device, however, there was still bleeding. Patient was placed on bypass and surgeon performed a thoracotomy to locate the location of the bleed. A hole, located in the middle of the laa toward the left atrium, was repaired by suture. Surgeon then placed an achv clip device and removed the prov clip device. No further complications were reported. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
Case: (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.